Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the tip of the inserter was broken and one of the forks of the tip was missing. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/11/2023, it was reported by a sales representative via phone that an ar-3740sp double loaded knotless fibertaks had a piece break off of one of the forktips. This occurred during an lemaire lateral extra-articular tenodesis on (B)(6) 2023, the fragments were retrieved and the case was completed using another implant. The bone was prepped using the disposable kit, and the patients bone was of good quality.